Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio found that three out of the four battery pins were loose. Physio replaced the battery pins which resolved the reported issue and will complete other unrelated repairs. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off without any warning. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device powered itself off without any warning. There was no patient use associated with the reported issue.

Manufacturer narrative:
Through review of the electronic records, the event date should be (B)(6) 2018.